Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded esc button on keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and stained end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 276 mg/dl, treated with device. Customer reported she has been wearing the device in her bra, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.